Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient was revised to address pain and discomfort. Update jun 26, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges elevated blood metal levels and physical limitations. After review of the medical records for MDR reportability, it was stated that the patient was revised to address metallosis. Revision note stated that there was a small amount of yellow fluid which was slightly murky obtained, hip was found to be filled with black granulation tissue, interior of the femoral head contained pitch black powdery substance and the same type was seen on the trunnion of the femoral component, and small amount of osteolysis found behind acetabular cup. It was also stated that it took almost 45 minutes before the metal liner of the socket was removed. Clinical notes reported cobalt and chromium levels were taken and showed above 7 ppb. Stem was added due to the reported elevated metal levels. Part and lot information were provided. This complaint was updated on: jul 06, 2017. On (B)(6) 2017: revision notes stated that it took 45 minutes to remove the liner from the cup. Cup is being reported due to the surgical delay. This complaint was updated on jul 24, 2017.

Event description:
In addition to what was previously alleged, ppf alleges metal wear.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: (device code) product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot =null. Device history batch = null. Device history review =null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.